Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: no liquid drawing up when pulling back on the plunger and then the plunger immediately pulls back to the empty position. Additionally, there is an issue with not being able to push a vaccine into the patient. There have been several nurses who were unable to draw up vaccines or saline with these needles. In one instance, a nurse went through 7 needles before she found one that would draw up a vaccine. Have found 22 boxes of the affected needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-sep-2022. H6: investigation summary: fourteen samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: no liquid drawing up when pulling back on the plunger and then the plunger immediately pulls back to the empty position. Additionally, there is an issue with not being able to push a vaccine into the patient. There have been several nurses who were unable to draw up vaccines or saline with these needles in one instance, a nurse went through 7 needles before she found one that would draw up a vaccine. Have found 22 boxes of the affected needle.